Manufacturer narrative:
Additional information was added to h6. H11: the actual device was not available; however, six companion samples were received for evaluation. Visual and functional testing were performed on the companion samples, and there were no issues noted. The reported condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twelve (12) interlink system injection sites were cracked. It was observed that the septa were cracked. These issues were observed out of the packaging prior to patient use. There was no patient involvement. No additional information is available.